Event description:
Information was received indicating that the pump was alarming no disposable with a smiths medical, cadd medication cassette attached. It was reported the end user switched the cassette and began infusion without further issues. The complaint form indicates there was no injury. Per reporter residual volume was: 97 ml and the rate was 73 ml over 24 hours. No adverse patient effects were reported. No additional information is available at this time

Manufacturer narrative:
Additional contact information: (B)(6), rn, email: (B)(6).